Manufacturer narrative:
Vns therapy system labeling recommends interrogating the pulse generator as the last step of any programming session to verify correct settings for each parameter.

Event description:
Reporter indicated that device interrogation at office visit revealed that device normal mode output current was set to 0ma instead of to prescribed parameter, resulting in a loss of therapy to the pt. The pt was last seen by treating physician approx seven months prior, at which time the normal mode output current setting was increased from 0.75ma to 1.0ma. Device diagnostic testing at that time was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. User error during previous programming session is suspected to be the cause of the inadvertent change in normal mode output current setting. It is believed that an interrupted lead test may have occurred. A review of device programming history revealed that the pt's device was not reinterrogated at the end of the programming session to confirm proper device settings. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.